Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed a compromised force sensor system. Insulin was squirting out during the manual prime process. The customer's blood glucose level was 392 mg/dl. They treated their high blood glucose with a manual injection of 5.6 units. The insulin pump was not dropped or bumped. The drive support cap was sticking out. They were unable to troubleshoot for the high blood glucose because the insulin pump was stuck in the rewind process and the support cap was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.